Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to force sensor flex tail not properly plugged into the electrical board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed critical pump error and insulin pump started beeping. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.